Manufacturer narrative:
No device and no medical records were provided to the manufacturer. Images were provided and are currently under review. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device was not returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three months post deployment of a vena cava filter, guided fluoroscopy demonstrated an alleged possible penetration of the ivc by one of the filter limbs. A snare device was used to capture and retrieve the filter. However, upon removal of the filter with a snare device, the filter dislodged from the snare device and remained at the access site. The patient required surgical intervention to remove the filter from the access site. Patient status was unknown.

Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a bard denali filter was deployed in an upright position in the ivc, can be confirmed. Based on the images provided, a snare device was used to capture and successfully retrieve the filter inside the retrieval sheath, can be confirmed. Based on the images provided, the filter became disengaged from the snare device and retrieval sheath prior to removal, can be confirmed. Based on the photo provided, approximately half of the filter was exposed out of the skin prior to a surgical cutdown procedure was performed, can be confirmed. Based on the photo provided, a surgical cutdown was performed to remove the filter; however, there were no photos provided that confirmed the successful filter removal. Conclusion: the device was not returned for evaluation. Images and photos were provided for review. Images show the filter not fully captured within the removal sheath during the retrieval attempt. Photos show the filter exposed out of the skin during removal of the filter. Based on the provided images and photos provided, the investigation can be confirmed for difficulties removing the filter as the filter was not fully captured in the retrieval sheath. However, the investigation was inconclusive for the alleged perforation of the ivc as no objective evidence was provided to confirm the alleged deficiency with the filter. Based upon the available information, the definitive root cause for this event was unknown. It was unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three months post deployment of a vena cava filter, guided fluoroscopy demonstrated an alleged possible penetration of the ivc by one of the filter limbs. A snare device was used to capture and retrieve the filter. However, upon removal of the filter with a snare device, the filter dislodged from the snare device and remained at the access site. The patient required surgical intervention to remove the filter from the access site. Patient status was unknown.